Event description:
The surgeon was attempting to place a drain catheter. He was unable to advance the catheter to the desired level so he decided to remove it. Upon removal, it was discovered that the end of the catheter had broken off and remained in the pt. At this time the catheter fragment has not been removed.